Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. The IFU (instructions for use) for this tube type indicates that this tube type be allowed to clot for 60 minutes before centrifugation to facilitate proper clot formation and subsequent serum extrusion. The customer has indicated a 20 minute clot time allowance. A partially clotted sample will lead to the reported condition. This is considered an off label use of this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting/fibrin. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced blood clotting. This event occurred 4 times. It was reported that a huge clot forms in the tube, appears that serum is clotting. I am a phd candidate at the university of delaware. We collect blood with your serum red tubes and we have been seeing this issue. We leave the blood to clot for at least 20 min and we always see this big clot, and there is barely any serum around it.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced blood clotting. This event occurred 4 times. It was reported that a huge clot forms in the tube, appears that serum is clotting. I am a phd candidate at the university of delaware. We collect blood with your serum red tubes and we have been seeing this issue. We leave the blood to clot for at least 20 min and we always see this big clot, and there is barely any serum around it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.